Event description:
During assistance for troubleshooting a system error (se) 2240 and 2367 occurred on the homechoice (hc) during use, during drain 3 of 4. The home patient (hp) ended up discarding the supplies and finishing therapy using manual supplies. During a follow-up with the peritoneal dialysis registered nurse (pd rn) regarding the reported problem, the pd rn stated the home patient (hp) did contact them. They stated that they did a check up and the patient is doing fine. They stated there was nothing abnormal with the patient. They stated they are continuing therapy fine since that evening. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was not confirmed and the cause was not identified because the sample was not returned for evaluation and the patient did not describe any type of use error that might have caused the alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. The product code is unknown; therefore a 510k number will not be provided at this time. A follow-up MDR will be submitted if additional information is obtained.